Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance. The device data indicates the impedance has exhibited a gradual rise. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider programming the oor impedance limit to 150 ohms and if 150 ohms is reached, perform a maximum energy shock test. The rep indicated the patient will be seen again in eight (8) weeks. The lead remains in-service. No patient symptoms or adverse patient effects were reported.